Manufacturer narrative:
Results of investigation: vyaire medical was unable to verify the customer's reported issue of the ventilator shutting off. The ventilator was powered on while connected to a known testing equipment. The ventilator powered on and boot up with no issues. The ventilator passed 48.2 hours of extended bench testing, passed the initial final test, and the initial alarm volume test with no abnormalities. During the extended bench testing and initial final test, a clicking noise could be heard coming from the oxygen blender module, however, this is known to be a normal function when the ventilator's oxygen settings are set to greater than 21% of oxygen.

Event description:
It was reported to vyaire medical that the ventilator makes a clicking noise and then turns off. The customer stated that there was no harm associated with this reported event.